Event description:
It was reported that the patient started neurostimulator trial three days before reported event date and it was going fine. She have lupus disease and sometime she runs light fever. Last night she had fever and was sweating. The tape on the her back came off. The morning of reported event date the tape was hanging there and the wires were moved because she can't feel the sensation in the nerve anymore. She tried taping them back but it keeps coming off. After troubleshooting, the patient reports she can feel stimulation now. Additional information has been requested but was not available as of the date of this report. A follow-up report will be made if additional information becomes available.

Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_lead, lot# unknown, product type lead. (B)(4).